Event description:
It was reported from the nurse to the biomedical engineer that the external pulse generator (epg) did not run for fifteen seconds after battery removal. Technical support (ts) explained the specification of operating for a minimum of fifteen seconds after battery removal. The biomedical engineer did not use the battery the nurse had since there was no battery in the device. The biomedical engineer used a new battery and the device turned off after thirty seconds. The biomedical engineer will put the device back into service since testing indicated the device operated per specification. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.